Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that system fault 41,622 occurred 1 0 0 3 was recorded in history. During analysis, the reported problem was able to be duplicated. It was noted that the stepper motor was inoperable and stuck, and that was the cause of the report issue. Service replaced the motor to correct the reported issue and performed all preventive maintenance and functional test to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with repeated error code ec41622. There was no reported adverse events.